Event description:
This customer reported that the leads ECG waveform was intermittent when they were setting up for sync cardioversion. They switched to a different defibrillator to cardiovert the pt. There was no adverse pt impact.

Manufacturer narrative:
(B)(4): the device is being returned to philips for evaluation. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.